Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with a missing battery door and damaged battery compartment. Event log history was performed and indicated that medium alarm displayed: cannot start pump and medium alarm acknowledged: cannot start pump were recorded in history. During analysis, the reported issue was able to be duplicated, the air detector failed during testing and will be replaced during the repair process. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump could not be started and exhibited an air in line message. No adverse effects were reported.